Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). On (B)(6) 2016 indicate the patient received a revision of tc3 to hinged femoral component and tibial insert due to pain, unstable and stiff right total knee. It is indicated within the revision notes that the patient has been diagnosed with a cement allergy, no additional information is provided regarding this. Doi: (B)(6) 2015; dor: (B)(6) 2016, (right knee).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.